Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated erroneous fast thyroid stimulating hormone (ftsh) result on a patient sample. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the pipettor tip. The fse verified alignment and ultrasonics and temperature. The fse made adjustment to the reagent to pipettor alignment. The fse also performed preventive maintenance.

Manufacturer narrative:
Reagents used in conjunction with unicel dxc 600i synchron access clinical system: catalog no.: 33820; brand name: hypersensitive htsh/fast tsh, access, 2 x 50 tests; catalog no.: 33825; brand name: hypersensitive htsh calibrators (s0-s5), access, 1 set, 6 x 4.0 ml. This report is one of two reports related to two events that occurred on the same day. This report is related to MDR#2122870-2012-00985.